Manufacturer narrative:
Tibia cemented 5 degree stemmed left size f catalog# 42532007501 lot 62770871, all poly patella cemented 32 mm diameter catalog# 42540000032 lot# 62637762, femur cemented cruciate retaining (cr) standard left size 8 catalog# 42502606401 lot# 62688531, articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog # 42512000510 lot# 62736894. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00305, 0001822565-2017-03310, 0001822565-2017-03309. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing unknown difficulties with a left total knee arthroplasty post-operatively.